Event description:
It was reported that during a procedure a farawave catheter was selected for use, there were no deviations during the preparation and the catheter deflection was tested with the catheter shaft straight and non- boston scientific wire inserted beyond the distal tip. The catheter was in full functioning order and connected to a pressure bag before being inserted through the faradrive sheath into the left atrium. The physician proceeded to treat the veins following the workflow with an additional 2 pulses delivered to the right anterior septum. The catheter was then exchanged for the hd grid mapping catheter. The physician proceeded to make a post-voltage map and the hd grid was withdrawn. The physician decided to reinsert the farawave catheter for an additional treatment, at this point, it was observed that the catheter did not appear to be irrigating or have a saline drip scene at the lumen, the pressure bag was checked, and fluid was inflated and there were no kinks in the tubing. The catheter was properly connected to fluid for the duration of the case, once the tubing and pressure bag were ruled out, the physician examined the catheter for any visible damage none was noted. The guidewire was then removed from the central lumen, the physician flushed the guidewire port and then proceeded to flush the side port with a 20cc syringe. It was noted at this time that the fluid did not flow freely when pushed at the side port and the physician decided to exchange that catheter for a new one. The issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Flushing of the catheter was not functional in flower state. Dissection revealed some kinking/stretching of the flush lumen, which likely caused the flushing difficulties.

Event description:
It was reported that during a procedure a farawave catheter was selected for use, there were no deviations during the preparation and the catheter deflection was tested with the catheter shaft straight and non- boston scientific wire inserted beyond the distal tip. The catheter was in full functioning order and connected to a pressure bag before being inserted through the faradrive sheath into the left atrium. The physician proceeded to treat the veins following the workflow with an additional 2 pulses delivered to the right anterior septum. The catheter was then exchanged for the hd grid mapping catheter. The physician proceeded to make a post-voltage map and the hd grid was withdrawn. The physician decided to reinsert the farawave catheter for an additional treatment, at this point, it was observed that the catheter did not appear to be irrigating or have a saline drip scene at the lumen, the pressure bag was checked, and fluid was inflated and there were no kinks in the tubing. The catheter was properly connected to fluid for the duration of the case, once the tubing and pressure bag were ruled out, the physician examined the catheter for any visible damage none was noted. The guidewire was then removed from the central lumen, the physician flushed the guidewire port and then proceeded to flush the side port with a 20cc syringe. It was noted at this time that the fluid did not flow freely when pushed at the side port and the physician decided to exchange that catheter for a new one. The issue was resolved. The procedure was completed. No patient complications were reported. The device has been returned for laboratory analysis.